Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon left inside - vagina [foreign body in reproductive tract]. Pulled on the string and string came out leaving the rest of the tampon inside vagina [complication of device removal]. String came out - tampon [device breakage]. Consumer contacted via e-mail and stated that she pulled on the string of the tampon and the string came out leaving the rest of the tampon inside her. No serious injury was reported.